Event description:
It was reported that the bd maxzero needleless connector had foreign matter. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, a patient underwent maintenance on their PICC line. After attaching a needleless connector, flushing was found to be poor. A new needleless connector was replaced, and blood flow and flushing were restored. Inspection of the problematic needleless connector revealed an unknown substance blocking the tube opening. This incident did not adversely affect the patient.

Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25025396. The feedback provided by the customer states that, "needle-free connector revealed an unknown substance blocking the port." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.